Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited both t-wave oversensing (twos) and r-wave oversensing. It was also reported that the right atrial (ra) lead exhibited far-field t-wave oversensing. Both the rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.